Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and determined that at that time, the iabp was having fill failures due to mis-calibration by a 3rd party biomed. The fse indicated that once properly calibrated the iabp functioned as normal without incident. No strange noises were heard at that time. The fse performed all functional and safety checks. Unit passed calibration, functional and safety test. Autofill volume was +22. The fse verified augmentation alarm functions as normal. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during training the cs300 intra-aortic balloon pump (iabp) was not setting augmentation correctly. Upon start up the iabp was making a strange noise. There was no patient involvement, thus no adverse event was reported.